Manufacturer narrative:
This report is submitted on february 22, 2019.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2018 due to infection at implant site. The patient was re-implanted with a new device during the same surgery.